Event description:
The customer alleged an intermittent audio alarm. The staff had noticed the enunciator not working when settings checked and also audible not working when alarm condition created. The customer had tried initially to duplicate the reported even but was unable to. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and replaced the front display panel. The customer continued to try and duplicate the problem and was finally able to get the alarm to stop sounding by applying voltage directly and tapping on the alarm body. The cse returned 12-2-98 and replaced the alarm. The unit passed extended self-testing. The components will be evaluated by the manufacturer. It is not verified that there was an intermittent audio alarm, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.